Manufacturer narrative:
The force bipolar instrument was received. Failure analysis investigations confirmed the reported event. The instrument was found to have a broken grip at the grip base. A piece approximately 0.182" x 0.671" was found to be broken off the yaw pulley. The broken piece was returned.

Event description:
It was reported that during a da vinci assisted benign hysterectomy surgical procedure, the force bipolar instrument broke. The instrument dropped fragments into the patient which were retrieved the same procedure. The procedure was completed as planned.

Manufacturer narrative:
The initial reporter was contacted and reported the fragment did not cause any additional impact to the patient and was retrieved using a grasper instrument. Neither the surgeon nor the or staff know why the instrument broke, there was no collision. An x-ray was performed, and no remaining fragments were identified. The procedure was completed as planned.

Event description:
Refer to h10/h11 for follow-up information.